Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that malfunction was due to the printer not being properly configured. A technical support specialist contacted the customer to confirm that the printer has been successfully configured. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system unable to print the drug label from the label printer. The customer indicated that the printed output was blank due to a malfunction. They noted that if medication is required for the patient, it can be sourced from another medstation. This issue arose when the user attempted to dispense medication to the patient, resulting in a delay in accessing the necessary medication. There were no adverse events or injuries reported based on this incident.